Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was successfully completed. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.